Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a last error code 46510, a power loss and a screen distortion. The event occurred during testing. There was no delay in therapy. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3, h6: one device was returned for evaluation. Functional and visual testing were performed. The customer¿s reported problem was verified by functional testing. The customer's reported problem was confirmed. The device was found to be displaying error code 46510, and codes after powering up several times. When the manufacturer representative lay down the device slightly hard into the surface, there was a defect the lcd screen and went into a different error code. The root cause of the issue is a defective memory protection unit (mpu) board. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the mpu board, and the pump passed all functional tests and performed as intended after repair.